Manufacturer narrative:
Investigation ¿ evaluation: cook was notified of the rupture of a patient's left external iliac artery during endovascular aortic repair (evar) when using cook products. The patient had been diagnosed with an aortic aneurysm did not have significantly tortuosity in vessels. The diameter of her access vessels were in the 5.5- 6mm range. A cook fenestrated graft was deployed. For access on the patient's left iliac artery, the physician utilized two cook endovascular dilators to sequentially increase the access from a 16french to a 22 french. The sequential dilation was being performed to insert an extra large check flow introducer that had an outer diameter of 20 french. The outer diameter of the cook 22 french dilator matched the 20 french diameter of the extra large check flow introducer. No problems were noted with the use of the dilators for sequential dilation or the insertion of the extra large check flow introducer. The following arteries were stented uneventfully through the 20 french sheath placed on the left with competitor's covered stents: coeliac, superior mesenteric (sma), left renal, and right renal. The cook fenestrated graft delivery system was removed from the patient's right groin. The bifurcated graft was delivered from the right and was deployed successfully. The contralateral gate of the bifurcated graft was cannulated from the left groin. Cannulation was confirmed with a cook coda balloon. The cook coda balloon was not used to cannulate the contralateral limb and was not inflated inside the external iliac artery. Shortly after the cannulation, the patient's blood pressure dropped dramatically. Cardiopulmonary resuscitation (CPR) began. The physician's completed an angiogram that appeared to show a ruptured left external iliac artery. The physicians quickly deployed two cook zenith alpha spiral-z endovascular leg grafts to cover the tear and to prevent further blood loss. The ruptured vessel was successfully repaired. However, the patient never stabilized and was declared deceased after approximately a total of 50 minutes of cardiopulmonary resuscitation (CPR). The physician was unable to say what caused the left external iliac rupture and why the patient did not stabilize after the rupture repair. The physician has chosen not to disclose if any cook device caused or contributed in some way to the patient death. The focus of this report is the cook check-flo extra large introducer that was used in the procedure on the left side where the left external iliac artery ruptured. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU) of the complaint device were conducted during the investigation. The complaint device was not returned for investigation; therefore, no physical examination could be conducted. However, a cook inc product manager reviewed the anatomy sketch and cook zenith endovascular planning image worksheet with still images. The reviewer noted ¿the external artery was admittedly in the 5.5-6mm range, and the 20 fr sheath was 7.3mm. The lumen at the access site is 6-7mm, but it tapers in the anatomy sketch you included down to 5.5mm just after the iliac bifurcation. This vessel could (potentially) have been unable to sustain this increased diameter, resulting in rupture.¿ the reviewer was not provided any intraoperative or postoperative imaging to review to confirm that the location of the taper in the anatomy sketch was the same location as the rupture. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was able to identify two lots that were sold to the customer within the last year. A review of the dhrs for both lot numbers were performed and and no relevant non-conformances had been reported. A database search also did not identify any other complaints associated with the two lot numbers. Cook also reviewed the product labeling. The product IFU, t_intro_rev6 ¿introducers¿ , provides the following information to the user related to the reported failure mode: "warnings before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Precautions before removing or inserting devices through the introducer, aspirated through the side-arm of the valve to clear the introducer, then flush with heparinized saline. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. How supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal form package, inspect the product to ensure no damage has occurred. " evidence provided by the complaint facility, DHR, device failure analysis, complaint history and manufacturing documents suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided, review of still images provided by the facility, and the results of our investigation, cook could not determine a definitive cause for the failure, however, it is possible patient condition/anatomy was a contributing factor. The reviewer noted the external iliac artery tapered down to 5.5mm just after the iliac bifurcation. It is possible the vessel was unable to sustain the increased diameter. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Cook was notified of the rupture of a patient's left external iliac artery during the use of cook products. The patient was 68-year-old female who had been diagnosed with an aortic aneurysm. She did not have significantly tortuosity in her vessels. The diameter of her access vessels were in 5.5- 6mm range. She underwent an endovascular aortic repair (evar) on (B)(6) 2024. A cook fenestrated graft (rpn: fen-thoraco-abdominal-graft) was deployed. For access on the patient's left the physician utilized two cook endovascular dilators jcds-1618-eds-hc and jcds-2022-eds-hc to sequentially increase the access from a 16french to a 22 french. The sequential dilation was being performed to insert an extra large check flow introducer (rpn: xvcfw-20.0-35-25) that had an outer diameter of 20 french. The outer diameter of the cook 22 french dilator matched the 20 french diameter of the extra large check flow introducer (rpn: xvcfw-20.0-35-25). No problems were noted with the use of the dilators for sequential dilation or the insertion of the extra large check flow introducer (rpn: xvcfw-20.0-35-25). The following arteries were stented uneventfully through the 20 french sheath placed on the left with competitor's covered stents: coeliac, superior mesenteric (sma), left renal, and right renal. The cook fenestrated graft delivery system was removed from the patient's right groin. The bifurcated graft (aaa-bifurcated-graft) was delivered from the right and was deployed successfully. The contralateral gate of the aaa-bifurcated-graft was cannulated from the left groin. Cannulation was confirmed with a cook coda balloon. The cook coda balloon was not used to cannulate the contralateral limb and was not inflated inside the external iliac artery. Shortly after the cannulation, the patient's blood pressure dropped dramatically. Cardiopulmonary resuscitation (CPR) began. The physician's completed an angiogram that appeared to show a ruptured left external iliac artery. The physicians quickly deployed two cook zenith alpha spiral-z endovascular leg grafts, rpn: zisl13-93 & zisl-13-77 to cover the tear and to prevent further blood loss. The ruptured vessel was successfully repaired. However, the patient never stabilized and was declared deceased after approximately a total of 50 minutes of cardiopulmonary resuscitation (CPR). The physician was unable to say what caused the left external iliac rupture and why the patient did not stabilize after the rupture repair. The physician has chosen not to disclose if any cook device caused or contributed in some way to the patient death. The focus of this report is the cook check-flo extra large introducer (rpn: xvcfw-20.0-35-25) that was used in the procedure on the left side where the left external iliac artery ruptured.

Manufacturer narrative:
E1 - customer (person): mobile: (B)(6), postal code: (B)(6). G4- PMA/510(k) #: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.